Manufacturer narrative:
No additional info is available due to the device not being returned for evaluation.

Event description:
It was reported that during a laparoscopic low anterior resection, the device was fired and they felt a large pop, more than normal. The result was an incomplete doughnut on the right side of anastomosis. A second device was used to complete the case. There was no pt consequence.